Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09006. The pt received the scs system including two different lead models on (B)(6) 2011. It has been reported the pt has been experiencing overstimulation which feels like a throbbing sensation. The pt is working with her physician to determine the next course of action to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.